Event description:
Baby being weaned over two days from mechanical ventilation, the monitor oxygen saturation consistently read .96 to 100%. Blood gas on 03/10/2000 was ph 7.30, pc02 75, p02 48 and 02 of 50.1. Blood gas was redrawn with ph 7.27, pc02 78, p02 30 and 02 46.4. This event had delayed pt recovery. It is unk if neurological function may be impaired due to hypoxia of unknown duration.